Manufacturer narrative:
The customer returned the suspected contour plus link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour plus test strips from lot # 0fqhd06a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. The model # was not provided.

Event description:
An advocate called from (B)(6) to report that they obtained a blood glucose reading of 24 mg/dl at 11:49 a.m. On the contour plus link 2.4 meter. The customer did not have symptoms of hypoglycemia. Therefore, a repeat testing was performed with the meter and a reading of 139 mg/dl was obtained at 11:55 a.m. The advocate gave juice to the customer as a precautionary measure. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.